Event description:
It was reported that the right screen on the 9800 system is blank (no display). There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the right monitor. The system was tested and found to be working as intended and placed back into service.